Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: data files and the 2af284 balloon catheter with lot number 11338 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 11 applications were performed using catheter 2af284 with lot number 11338. The patient file showed eight applications were performed using catheter 2af284 with lot number 0947. The patient file didn't show any system notices on the reported date of the event. Console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings as expected. However, the temp profile was unexpected during ablation at applications one, three, four, five, and six. The received failure file contained failure records for the date of the event. The failure file showed system notice 50013 (the refrigerant level is too low to continue) on the reported date of the event. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillations or overshoots. In conclusion, the reported issues of the temperature dropping faster than expected and unable to occlude/occlusion difficulties were not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures were colder faster than expected and the vein could not be isolated. Several freezes were carried out and the issue did not resolve. Imaging confirmed the balloon catheter was not too deep in the vein. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. After the case, test freezes were carried out with the balloon catheter. Temperature issues and ice formation were noted. No patient complications have been reported as a result of this event.